Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead caused the patient to experience stimulation on her left side. Oversensing was also noted. Programming changes were made, and the issue was resolved. No patient consequences were reported.